Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician noted the bias flow was high, he attempted to pressurize the unit and it exceeded the 50cmh2o of map. The service technician calibrated the pressure transducer and replaced the gas filters and max paw thumbwheel to address the reported issue. The service technician also found the noise was from the driver area from a tightening screw on the support arm. The service technician completed the alarms test and ovp check out procedures. He also checked the ventilator on the previous patient settings, there were no issues with adjusting the map and the vibration sound was resolved. No further issues were noted.

Event description:
It was reported to vyaire medical that the unit started "running rough" and was making weird noise. The customer stated that they were having issues maintaining the map but could not find a leak.